Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through a volumetric accuracy test. The cause was determined to be a deteriorated piston foam component. The piston foam was then replaced and the device passed the volumetric accuracy test. Temperature confirmation testing was performed and the device passed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device failed rite functional testing for therapy monitored volume. The functional rite failure found will be captured and reported through (B)(4). The device also received an internal/external inspection and event history log review. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice (hc) machine, a failure of the volumetric accuracy test occurred; the fluid readings displayed on the device did not reflect the actual volumes. There was no patient involvement as this occurred during testing. No additional information is available.